Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called to report the passing of her husband. The wife stated that the customer was in the process of changing the infusion set when he passed. The customer's doctor stated that the customer went into diabetic ketoacidosis. The customer's wife agreed to return the insulin pump for analysis. Nothing further was reported.